Event description:
A caller reported that the pump battery was depleting too rapidly, leading to a shutdown accompanied by alarm 12. There was no reported impact on the customer's blood glucose level, as the customer did not recall any adverse effects associated with the shutdown. Technical support educated the caller on procedures to resume insulin, and subsequent follow-ups confirmed that the pump was functioning correctly, with its battery now lasting approximately four days. No further action was deemed necessary.